Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m cracked. The following information was provided by the initial reporter: event 2 material no: 10015012 batch no: unknown, 20066818 it was reported that tpn went dry, the nurse filled buretrol, and it cracked.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of crack with no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 20066818, medical device expiration date: 2023-06-21, device manufacture date: 2020-06-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m cracked. The following information was provided by the initial reporter: event 2: material no: 10015012, batch no: unknown, 20066818. It was reported that tpn went dry, the nurse filled buretrol, and it cracked.